Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure the lead remained fixed in the implanted position for only a short time. The lead dislodged again a short time after it was repositioned. The lead was explanted and replaced.